Event description:
It was reported, that the patient presented remotely via merlin.net. Review of the transmission revealed, that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Fluoroscopy was performed. And revealed, externalized conductors on the rv lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation abrasion and noise were confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at the is-1 connector leg caused by friction to the device can. All other damage noted is consistent with procedural damage. Electrical testing was normal. The cause of noise was due to the outer coil exposure at the abrasion zone.